Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, when the handle was actuated the cut wire tore/broke. No part of the cut wire detached inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the exposed cut wire was bent and broken. One end of the broken cut wire was attached to the anchor at the distal pierce hole, while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The lengths of the two pieces of the broken cut wire attached to the device were measured; since the total length was within specifications, the broken sections of the cut wire remained attached to the device. The broken ends of the cut wire appeared blackened, and, when examined, it appeared that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/or higher power settings. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure.according to the complainant, during the procedure, when the handle was actuated the cut wire tore/broke. No part of the cut wire detached inside the patient. The procedure was completed with another autotome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.